Event description:
As reported: the incident happened while sealing the wound at the cfa in a tavi case. After exchanging the device sheath with the manta sheath-dilator assembly, the physician withdrew the dilator and inserted the manta closure unit into the manta sheath. However, the anchor flared up and the whole closure unit was not able to enter the sheath smoothly via the hemostasis valve. Thus, instead of taking any risk of causing dislodgement of the valve by pushing the manta closure unit into the sheath, the physician decided to exchange for a new manta sheath and closure unit. Eventually, he completed the wound closure smoothly with the new unit. Additional information received on 13-dec-2021: during the tavi procedure, there were no issues with advancing or withdrawing procedure sheaths. Ultrasound and micro-puncture were used to gain access in the medial cfa. There was no calcification and no tortuosity of the vessel. There was no buckling or bending of the bypass tube. No significant resistance from the bypass tube was mentioned by the physician, however the anchor flared up during insertion of the manta closure unit. Current patient condition is reported as fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A manta 18f closure device unit containing depth locator, sheath, introducer, and handle closure were received. The device was decontaminated then visually inspected. During inspection it was noted the manta handle closure unit exhibited the lever not pulled and the anchor seated within the carrier and bypass tube. The engineer attempted to insert the bypass tube into the sheath hub and observed bypass tube issues. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 18f ce manta was planned for closure. No calcification or tortuosity was noted as being present in the arteriotomy. A medial positioned access in the common femoral artery was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or withdrawing the procedural sheaths. While the physician was advancing the bypass tube through the hemostatic valve of the manta sheath, the anchor "flared up" which did not allow the manta closure unit to be inserted into the manta sheath. The physician removed the manta device closure unit and sheath and opened a second 18f ce manta device was opened and deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: ensure the bypass tube is fully covering and protecting the anchor. Holding the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.